Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 248mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self test. No unexpected critical pump error noted during testing. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, missing display window cover, fading serial number label, cracked battery tube threads, cracked case at battery tube side, and keypad overlay texture damage.